Event description:
It has been reported to philips that the wireless footswitch was not functioning intermittently. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the wireless footswitch did not function during a planned procedure and the wi-fi led was red, indicating a loss of connection to the base station. The procedure was completed using a wired footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Philips has attempted to obtain patient information, but the customer declined to provide it. Updated codes based on investigation.